Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 63 months, on 3/26/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis. The source of the infection is unknown.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device was received in 2009, however, it was being destroyed due to the infection, as there is no indication as to the type and source.